Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the cracked adhesive around the objective lens, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, foreign objects on the z-block (server plug-in), inside the light guide lens, and cracked adhesive around the objective lens were observed. There was no patient involvement.